Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The drill bit advances approximately 1 3/4" into the guide before meeting significant resistance. It can ultimately be pushed through and pulled back out, but only with force. This confirms the complaint of a jam. There is damage to the flutings of the drill bit which keeps the bit from moving smoothly through the guide. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number 214227160 lot number 089220 - alps calibrated drill 2.7x160mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2017-01644 / 01645).

Event description:
It was reported that during a plating procedure, after drilling, the drill got stuck in the locking drill guide. No adverse events have been reported as a result of the malfunction. The doctor removed the drill from the guide with pliers.